Event description:
During the procedure for stent assisted embolization for aneurysm (length: 12mm. Width: 10mm.) At internal carotid artery, it was reported that the stent could not be deployed. So the physician decided to withdraw the whole stent system. However, when he was pulling the system back the stent was prematurely detached. Finally, the stent system was removed from the patient and the procedure was completed successfully with other devices. No clinical consequences reported to the patient. No further information is available for now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent was deployed and was not returned for analysis. In addition, no anomalies were noted to the returned stent delivery wire. Functional testing could not be performed due to the condition of the returned device. Based on the information currently available and the device inspection, an assignable cause of operational context caused will be assigned to the reported 'stent failed/unable to deploy', 'stent deployed prematurely during use' and to the analyzed 'stent deployed prematurely during use'. The issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the procedure for stent assisted embolization for aneurysm (length: 12mm. Width: 10mm.) At internal carotid artery, it was reported that the stent could not be deployed. So the physician decided to withdraw the whole stent system. However, when he was pulling the system back the stent was prematurely detached. Finally, the stent system was removed from the patient and the procedure was completed successfully with other devices. No clinical consequences reported to the patient. No further information is available for now.